Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of axios stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to bile duct procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not deploy automatically. It was noted that the bile duct was dilated to 23mm. The physician noted no strain on the endoscope, suggesting a potential issue with the delivery catheter mechanism. To resolve the issue, the physician manually initiated the opening of the distal flange, which subsequently allowed the proximal flange to unfold correctly. The stent was ultimately deployed in the intended position, and effective biliary drainage was achieved. There was no patient complications reported as a result of this event.